Event description:
On 08/26/1999, the manufacturer (MFR.) Received medwatch report #10-0036-1999-0009 from the previous owner of the MFR. That states the following: per physician, patient had the device placed for interferon therapy. Approx two (2) months before explant, the patient complained of pain at the site, and the device was no longer used. Three (3) days before explant, the patient presented to surgeon, requesting removal of the device. The patient refused to have radiologic studies prior to removal. Half removed in or and half removed in special procedures. On 08/27/1999, the MFR.'s rep attempted to contact the facility's loss prevention specialist for information regarding return of the device to the MFR. For analysis. On 08/27/1999, the MFR. Received via a fax, a release agreement to be signed; however, the agreement contained a different MFR's name and had to be returned for correction. No further details were provided.